Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. Based on the investigation performed there was evidence of fluid invasion resulting in the image distortion and damage to the endoscope. Further inspection of the device failed to identify any leaks or breaches in the integrity of the endoscope. Therefore, olympus cannot conclusively determine the cause of the event. The physician reported that the assistant that was involved in reprocessing the endoscope prior to use was very inexperienced and is no longer employed by the facility. An olympus endoscope support specialist will be visiting the facility to verify proper connection to the aer and to conduct an in-service. This report will be supplemented if additional relevant information becomes available. This report is being filed as an MDR in abundance of caution.

Event description:
The user facility reported that a patient who underwent a routine colonoscopy returned to the facility after 24-48 hours complaining of bloody stool and cramping. The physician reported that in the original procedure, image distortion was observed approximately 10 minutes into the procedure. Following the patient's return, the patient was re-examined, and the physician found symptoms of possible chemical colitis. The physician reported that the patient's rectum had evidence of inflammation characteristic of an exposure to toxic chemical. The patient was not re-examined with a colonoscope due to the inflammation noted. The physician reported that prior to the procedure, there was no leak noted on the endoscope, but after the patient's complaint, the customer reported that there was a leak in the bending section based on the fact that the scope was placed horizontally on some paper after the procedure, and when it was retrieved, there was some liquid near the distal tip and there was an odor of gluteraldehyde. The facility reported that after 5 days of re-examination the patient was reportedly asymptomatic.